Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer indicated that during times of inaccurate sensor readings, insulin pump would try to go into threshold suspend. The customer could not provide specific dates and blood glucose readings. The customer has stopped using the sensors due to inaccuracies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.